Event description:
It was reported that balloon burst, difficult to remove from the guide, and surgery occurred. The target lesion was located in the arteriovenous fistula. A 12.0 x 80, 135cm mustang balloon catheter was advanced endovascular procedure. During the procedure, the balloon was positioned and inflated, but the balloon burst. Upon removal, it became stuck with the guide. The balloon was not successfully removed, and there were fragments left inside the patient. The procedure was shifted from endovascular to an open surgical procedure to treat the arteriovenous fistula.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) k141521, k141597.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. A visual examination of the returned device found that approximately 47mm of the balloon was detached and the remainder of the balloon was noted to be bunched and still on the shaft of the device. The part of the balloon that was detached was noted to have a longitudinal tear and a complete circumferential tear. A visual and tactile examination identified that the shaft was noted to be stretched from the proximal balloon bond distally towards the distal tip causing the markerbands to be loose.

Event description:
It was reported that balloon burst, difficult to remove from the guide, and open surgery occurred. The target lesion was located in the arteriovenous fistula. A 12.0 x 80, 135cm mustang balloon catheter was advanced endovascular procedure. During the procedure, the balloon was positioned and inflated, but the balloon burst. Upon removal, it became stuck with the guide. The balloon was not successfully removed, and there were fragments left inside the patient. The procedure was shifted from endovascular to an open surgical procedure to treat the arteriovenous fistula.